Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify an opening striated in the anterior side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage reason for reoperation: deflation.

Event description:
Healthcare professional reported left side implant exchange with no complaint against the device. Healthcare professional reported upon removal "hole, non-specific". Device has been explanted.